Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1265278; medical device expiration date: 2022-10-20; device manufacture date: 2021-09-22. Medical device lot #: 1264737; medical device expiration date: 2022-10-20; device manufacture date: 2021-09-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd veritor ¿ sars-cov-2 & flu a+b has been found experiencing nine occurrences of producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: it was reported that there are numerous cases of fp on triplex assay.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 14-jan-2022. H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1265278, 1264737. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It has been reported that the bd veritor ¿ sars-cov-2 & flu a+b has been found experiencing nine occurrences of producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that there are numerous cases of fp on triplex assay.